Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition.